Manufacturer narrative:
Omit: a0705 - battery problem (2885), g02002 - battery. Additional information: imdrf annex a,g,b codes , manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that a critical pediatric patient (brain hemorrhage ) was needing to go the operating room (or) for a scan. The patient was on multiple drips. A pump from the patient's room was plugged in, infusions were initiated, then unplugged to take patient to the scanner. Five to seven minutes after being transported to scan, the pcu alarmed low battery and shut down. The device was tagged and secured in the ed administration office. The device was quickly replaced, volume to be infused (vtbi) were adjusted so patient would receive adequate amounts. Second (replacement) pcu alarmed low battery and shut down two minutes after the switch. This second pcu was obtained from the emergency department (ed) trauma bay storage area, they are not usually plugged in while in storage and was still wrapped in plastic. Propofol was able to be administered by anesthesia by small boluses. It was mentioned that the medical staff does not believe any errors were made as a result, but additional communication was required to facilitate safe transfer. The second pcu was not sequestered or identified by ed staff. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a critical pediatric patient (brain hemorrhage ) was needing to go the operating room (or) for a scan. The patient was on multiple drips. A pump from the patient's room was plugged in, infusions were initiated, then unplugged to take patient to the scanner. Five to seven minutes after being transported to scan, the pcu alarmed low battery and shut down. The device was tagged and secured in the ed administration office. The device was quickly replaced, volume to be infused (vtbi) were adjusted so patient would receive adequate amounts. Second (replacement) pcu alarmed low battery and shut down two minutes after the switch. This second pcu was obtained from the emergency department (ed) trauma bay storage area, they are not usually plugged in while in storage and was still wrapped in plastic. Propofol was able to be administered by anesthesia by small boluses. It was mentioned that the medical staff does not believe any errors were made as a result, but additional communication was required to facilitate safe transfer. The second pcu was not sequestered or identified by ed staff. There was patient involvement but no harm.